Event description:
During the routine removal of a filter that had been implanted for 6 months, it was noted that an "arm" of the filter was separated from the filter and lodged in the cava wall above the renals. The filter was successfully removed. After the removal of the filter, it was noted that the arm of the filter moved to the right ventricle. The limb remains in the pt's right ventricle. Pt is fine with normal heart rhythm. There are no plans to remove it.